Manufacturer narrative:
(B)(4). Concomitant medications: amlodipine, aspirin 81mg, atorvastatin, losartan potassium, metoprolol, niacin, vitamin c, vitamin d, warfarin a review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to neurological damage and cardiac arrhythmia.

Event description:
On (B)(6) 2016 a patient was treated for an abdominal aortic aneurysm with two conformable gore® tag® thoracic endoprostheses. The components proximal landing zone was zone 0, with innominate and left common carotid artery debranching. During the procedure the patient exhibited ventricular tachycardia, pulseless electrical activity, and cardiac arrest which was treated with CPR. The patient tolerated the procedure. On (B)(6) 2016 the patient exhibited lethargy, headache dizziness and nausea. A cerebellar hematoma was diagnosed, which required drainage. The patient is recovering. The physician believes the hematoma was caused by spinal drainage and elevated mean arterial pressure while anticoagulated, unrelated to the tag devices.

Manufacturer narrative:
This report was opened in error.

Manufacturer narrative:
As no product problem deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2016-00535 was submitted in error, and is hereby retracted.